Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time and date were incorrect, cause was unknown. Customer¿s blood glucose level was "high" per continuous glucose monitor readings as a result of running out of insulin. Customer changed the cartridge and delivered a bolus, however, because malfunction occurred immediately after this, customer was unsure if insulin was delivered as intended. During troubleshooting with tandem technical support, the malfunction alarm was cleared, time and date were corrected, and insulin delivery was resumed successfully.